Event description:
It was reported that one of the castle teeth fragmented off the cross connector nut tightener. There were no adverse consequences to the patient.

Manufacturer narrative:
Method: visual inspection, product history review, complaint history review, nc/CAPA review, labelling review, risk assessment. Result: upon visual inspection, the device was confirmed to have a fractured castle tooth that was removed immediately. Manufacturing records were reviewed and no manufacturing anomalies were reported and the instrument was found to be approximately 5 years old. Materials analysis was performed in a previous case and found that "each castle tooth was found to have fractured from inside the castle in a mixed mode ductile with a small amount of cleavage. The hardness and material observed was consistent with what is specified on the print. No material or manufacturing defects were found." Conclusion: the likely root cause of the reported event determined to be the age of instrument (5 year old)- normal wear.

Event description:
It was reported that one of the castle teeth fragmented off the cross connector nut tightener. There were no adverse consequences to the patient.